Event description:
The hosp reported that during an endoscopic vein harvesting procedure, while ligating branches, a white ring from under the cuff on the connector was exposed on the extension cable and the hemopro 2 device was intermittent. The same device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review could not be performed as the product lot number is unk. Investigation results: the device was returned at the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was dislodged from the tip of the hot jaw. A functional test was performed to evaluate the safety shutdown mechanism of the device. The device performed as intended and shut down after 14 seconds of continuous activation. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. The device passed jaw force and resistance testing as it met specs. Based upon the eval results, the reported complaint could not be confirmed for intermittent power; however, it was confirmed for the dislodged heater wire. (B)(4).